Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the threshold suspend alarm keeps going off and alerting the customer that they he is low when in reality his blood glucose readings are really high. Customer's blood glucose readings at the time of the call were 252 mg/dl and have not treated. Customer stated that the sensor was reading 69 mg/dl. Customer also mentioned noticing bent cannulas in the past. Customer's blood glucose readings by the end of the call were 276 mg/dl. No further information reported.